Event description:
During the device adjustment conducted in (B)(6) 2020, 5 channels of the left ci showed short-circuited impedance values, accompanied by a slight decline in the user's auditory response. Clinical observation was thus recommended. About five years later, no improvement was observed. The user was re-implanted bilaterally.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.